Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter on (B)(6) 2015. The sensor was inserted into the patient's arm against user's guide specifications. At the time of contact, the patient's mother did not report any injury or medical intervention.